Event description:
It was reported that the user had been off the ilet due to a hospitalization for a colon issue unrelated to the device and, after resuming use, experienced low glucose events followed by high glucose after oral carbohydrate intake, with no device alarms or malfunctions reported and no meter readings available. Symptoms included low blood glucose. Outcomes included use of oral glucose to treat hypoglycemia. Investigation included complaint intake, user counseling on not pausing the device, and education to use small amounts of fast-acting carbohydrates every 15 minutes and to keep a sugar source available. Investigation of this case revealed no device performance issue identified and that the glycemic variability was likely related to clinical circumstances and oral carbohydrate correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.